Event description:
Boston scientific received information that this atrial lead has been exhibiting impedance measurements less than 100 ohms in bipolar configuration, intermittent loss of capture and noise that is being oversensed. Insulation damage is suspected. The associated device was programmed to aai mode. No adverse patient effects were reported. However, the patient stated he was feeling his heart rate not getting high enough. A revision procedure will be scheduled in the near future.

Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.